Manufacturer narrative:
(B)(4). One used lf1537 device was received for evaluation. Visual inspection of the device found the blade had extended into the jaws and would not retract. The blade did not protrude past the perimeter of the jaws. As a safety feature of this device, the jaws are prevented from opening while the blade is extended. Mechanical testing and disassembly found signs of wear and rust within the device. A portion of the extended back tang of the blade was broken where rust had accumulated, keeping the blade from being pulled back. This product is kept in a vacuum sealed container until use, and no trend is associated with this issue. Review of the device history records for this lot found no potentially contributing entries and that it was released after meeting all quality requirements. Investigation of this complaint identified the root cause to be improper cleaning or extended use by the customer, where the device shows signs of exposure to harsh conditions or multiple uses. The IFU for this product lists the proper cleaning methods for this device during use, and warns that the product is designed as a single use device. It also warns that subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the handle and jaws became locked during the procedure. The jaws were removed from the patient&#38112;tissue manually. There was no injury to the patient.